Event description:
The hosp. Used coated vicryl suture for intradermal suture following a c-section. During the pt's one month medical checkup, the doctor found a suppuration of the anastomoses region. The pt indicated that pain was felt at the suture site. The doctor removed the core of the suppuration and noted that it appeared to be a thread. However, the doctor did not confirm that the thread was coated vicryl suture. The core was diagnosed as methicillin resistant staphylococcus aureus. After removing the core from the pt, the pain disappeared. The pt was not rehospitalized to remove the core of the suppuration.